Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the alaris infusion tubing spontaneously separated.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated was confirmed. A photo provided by the customer shows that the silicone tubing was torn away from the upper fitment. The root cause of the tear could not be definitively determined.

Event description:
It was reported that the alaris infusion tubing spontaneously separated. There has been no impact to patient response or additional event information made available to date.